Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during and after the procedure. It was reported that the patient experienced peri-procedural hypotension and pulmonary edema possibly due to volume load. The patient was treated with a dopamine drip and IV lasix. Dopamine was discontinued in 2007. One day later, the physician noted that the patient significantly improved and moved out of ICU to a regular cardiology stepdown floor. No additional information available. Study event.